Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: pump, batteries and controllers with unknown serial numbers were not returned for evaluation. Review of log files could not be conducted since log files were not available for analysis. The reported pump stops/ failure-to-restart events could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; based on the available information, the devices may have caused or contributed to the reported events. Based on the risk documentation, possible causes of the reported vad stop events can be attributed but not limited to a physical disconnection of driveline from the controller, intermittent connection between the driveline and controller, and/or disconnection of both power sources. An internal investigation was created to further investigate pump restart failures. Events involving a battery not providing power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Based on an internal investigation; a possible root cause of the reported controller bent pins/poor mechanical connection events can be attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on an internal investigation, the root cause of the reported "chemical exposure reacting with plastic components of the controllers" was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Additional products: d1: heartware ventricular assist system ¿ battery h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d14, d1: heartware ventricular assist system ¿ controller h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A popular media article was reviewed which contained information regarding adverse events and malfunctions about one manufacturer¿s ventricular assist devices (vads). Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. There were reports of malfunctions involving pump failures-to-restart after power source disconnection, battery failures causing pump stops, bent controller pins leading to poor mechanical connection and chemical exposure reacting with plastic components of the controllers. The status of the vads, controllers and batteries is unknown.

Manufacturer narrative:
Medtronic was made aware of this event from information obtained within a popular media publication and involves information specifically from pages 4-8 of the article. It was not possible to ascertain specific device information from the publication or to match the events detailed on pages 4-8 with previously reported events. All information provided to-date is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article however, a one-to-one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is unknown. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and, upon receipt, a supplemental report will be submitted accordingly. Referenced popular media article: ¿thousands of patients were implanted with heart pumps that the FDA knew could be dangerous,¿ by neil bedi, washington, d.c. Bureau reporter. Propublica, published online august 05, 2021. Home office: (B)(4). Additional products: heartware ventricular assist system ¿ battery, model #: unk / catalog #: unk / expiration date: unk / serial #: unk. (B)(4). Brand name: heartware ventricular assist system ¿ controller, model#: unk / catalog#: unk / expiration date: unk / serial#: unk, (B)(4). Additional information has been requested of the publication¿s author regarding the dates, sources and further specific details for the events described within the article, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.